Manufacturer narrative:
The field service engineer replaced pre-wash tubing as it was believed this tubing was leaking. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 12 patient samples tested on a cobas e 801 analytical unit. Test results for the following assays were affected: the elecsys vitamin b12 immunoassay, elecsys ft3 iii, and the elecsys testosterone ii assay. The questionable results were reported outside of the laboratory. During the time of the issue, the customer stated they received an abnormal low signal alarm. Refer to the attachment for all patient data. Some samples had amended reports issued.